Manufacturer narrative:
Inspected one opened/used enlite sensor was inspected and performed the sensor initialization test. Connected the sensor to the transmitter and placed it in 100 solution. Confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Last sensor failed per specifications confirmed no communication icon was displayed and that the transmitter was not flashing while connected to the sensor. The sensor failed properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The doctor reported via phone call that the sensor's electrode could not be found after the sensor was removed. The customer's blood glucose was unknown at the time of incident. The doctor stated that the electrode may remain in the patient's body. The sensor will be returned for analysis.